Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information that steps taken to resolve the stimulation in the wrong location-stomach was in all that could help them, sending the right person whenever they need it, and they have done a fantastic job.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was stimulation in an undesired location. It was reported that stimulation is in the patient's stomach and up to their chest since (B)(6) 2017. The patient reported a fall on (B)(6) 2016 and went to the hospital and was fine afterwards.